Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6. The device was not returned to olympus for inspection and the reported failure was confirmed. Investigation determined the customer failed to follow the instructions for use. The event can be prevented by following the instructions for use (IFU) which state: the event is preventable by handling device in accordance with the following IFU: oer-4 instruction manual operation chapter 7: monthly or weekly tasks, or tasks to be performed as necessary 7.2 replacing the water filter (maj-2318) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the videoscope was reprocessed in a reprocessor that had the water filter expired and not replaced. There were no reports of patient harm as a result of this event.